Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent microdisectomy. Intra-op, tip of the pituitary broke when surgeon pulled tissue. There were no issues or complications observed as a result of breakage. Another instrument was used to complete the surgery.

Manufacturer narrative:
Product analysis: visual analysis of the returned product revealed that the bottom jaw of the pituitary has broken just forward of the pivot pin from being bent to the left. The observation is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.